Event description:
Per the facility nurse, the end user has a red like rash area under the entire pouch film where it contacts the skin. The end user switched to a cloth like pouch and the rash improved. The end user switched back and the rash worsened. The nurse applied anti itching medication to the area, which resolved the itching. They use liquid soap to cleanse the area. No further info is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk. Activelife 1pc-1pc drainable pouch w/ stomahesive (sh).